Event description:
It was reported that the patient believed their device had not been functioning appropriately since implant. Follow up indicated that there has been no device malfunction documented by the clinic. It was also reported that the device had reached the elective replacement indicator (eri). Additionally, the atrial lead has had chronically low p waves and far field r waves (ffrw) were noted. The device was explanted and replaced; the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 7288 implantable cardioverter defibrillator 2006-(B)(6). (B)(4).